Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that prior to catheter insertion into the penis, the catheter balloon was inflated with 7-8cc of sterile water using the syringe provided in the catheter tray, and inserted into the catheter valve. It was then deflated to assess patency. The catheter was then inserted into the penis, and then into the bladder. No resistance was felt as the catheter entered the bladder. The catheter balloon was inflated with 7-8cc of sterile water. The syringe was then removed from the catheter valve, and the bladder drained of urine. Once urine flow finished, the syringe was reattached to the catheter valve and an attempt was made to aspirate the water in the balloon. This attempt failed, and the catheter arm proximal to the valve and before the y of the main catheter had collapsed. The syringe was reseated into the catheter valve and another attempt was made; however, aspiration was not possible. The catheter was repositioned in the bladder and further attempts were made to reseat the syringe into the catheter valve and aspirate. None of which were successful. The urologist was called for permission to cut the shaft of the catheter to enable drainage of the balloon; however, the urologist denied the request, and subsequently came to the patient's bedside to attempt aspiration of the balloon. These attempts were also unsuccessful. The patient was subsequently taken to the ultrasound department for an ultrasound guided suprapubic needle puncture of the balloon. Under ultrasound, a small round structure was seen protruding from the side of what was assumed to be the catheter tip, which appeared consistent with a distended catheter balloon. Attempts were made to collapse the balloon with repeated balloon punctures and were unsuccessful. When the catheter was manipulated externally, and pushed into bladder further, then pulled back as far as possible under ultrasound, it did not appear as though the balloon was still inflated. However, it would not pull back furhter than the bladder neck. The patient was sent home with the catheter in-situ and attached to a drainage bag with hopes that it would fall out over the weekend. An appointment was made to reassess the patient, as per the urologist. In order to have the catheter removed from the patient, the urologist took him to the operating room, after hours, and the catheter was subsequently disposed of."

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to catheter insertion into the penis, the catheter balloon was inflated with 7-8cc of sterile water using the syringe provided in the catheter tray, and inserted into the catheter valve. It was then deflated to assess patency. The catheter was then inserted into the penis, and then into the bladder. No resistance was felt as the catheter entered the bladder. The catheter balloon was inflated with 7-8cc of sterile water. The syringe was then removed from the catheter valve, and the bladder drained of urine. Once urine flow finished, the syringe was reattached to the catheter valve and an attempt was made to aspirate the water in the balloon. This attempt failed, and the catheter arm proximal to the valve and before the y of the main catheter had collapsed. The syringe was reseated into the catheter valve and another attempt was made; however, aspiration was not possible. The catheter was repositioned in the bladder and further attempts were made to reseat the syringe into the catheter valve and aspirate. None of which were successful. The urologist was called for permission to cut the shaft of the catheter to enable drainage of the balloon; however, the urologist denied the request, and subsequently came to the patient's bedside to attempt aspiration of the balloon. These attempts were also unsuccessful. The patient was subsequently taken to the ultrasound department for an ultrasound guided suprapubic needle puncture of the balloon. Under ultrasound, a small round structure was seen protruding from the side of what was assumed to be the catheter tip, which appeared consistent with a distended catheter balloon. Attempts were made to collapse the balloon with repeated balloon punctures and were unsuccessful. When the catheter was manipulated externally, and pushed into bladder further, then pulled back as far as possible under ultrasound, it did not appear as though the balloon was still inflated. However, it would not pull back further than the bladder neck. The patient was sent home with the catheter in-situ and attached to a drainage bag with hopes that it would fall out over the weekend. An appointment was made to reassess the patient, as per the urologist. In order to have the catheter removed from the patient, the urologist took him to the operating room, after hours, and the catheter was subsequently disposed of."